Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, unit's volume of accuracy is off. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action was opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/9/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit's volume accuracy is off. There was a patient involved; however, there was no harm to the patient. Per customer, there is no additional information available.